Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f1903. H3 other text : device not returned.

Event description:
It was reported by consumer that event during the removal of the pleurx drain by dr. Mathieu simon. The drain had been installed on (B)(6) 2023. The tubing outside the patient, before the ring, separated into 3 pieces during removal. One long piece and two smaller pieces near to the ring. We had to make an incision with a scalpel to retrieve the remaining part of the drain inside the patient. After the complete removal of the drain, it appears intact. Verbatim: rcc received a complaint via email. Pir attached. Event during the removal of the pleurx drain by dr. Mathieu simon. The drain had been installed on (B)(6). The tubing outside the patient, before the ring, separated into 3 pieces during removal. One long piece and two smaller pieces near to the ring. We had to make an incision with a scalpel to retrieve the remaining part of the drain inside the patient. After the complete removal of the drain, it appears intact. Follow up: 1. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? A. No photo or sample available. 2. How was treatment completed for customer? A.the patient underwent a respiratory endoscopy; the incident occurred during the removal of the drain. 3. Whether any leakage occurred? A. No. 4. Where is the catheter located? A.not specified, but the operation was a respiratory endoscopy. 5. What was the impact to the patient? A. A 2cm incision at the removal site, sutures, and follow-up chest x-rays were performed on the patient to ensure that all fragments had been removed. The patient is in a stable condition.

Event description:
It was reported by consumer that event during the removal of the pleurx drain by dr. Mathieu simon. The drain had been installed on (B)(6) 2023. The tubing outside the patient, before the ring, separated into 3 pieces during removal. One long piece and two smaller pieces near to the ring. We had to make an incision with a scalpel to retrieve the remaining part of the drain inside the patient. After the complete removal of the drain, it appears intact. Verbatim: rcc received a complaint via email. Pir attached. Event during the removal of the pleurx drain by dr. (B)(6). The drain had been installed on (B)(6) 2023. The tubing outside the patient, before the ring, separated into 3 pieces during removal. One long piece and two smaller pieces near to the ring. We had to make an incision with a scalpel to retrieve the remaining part of the drain inside the patient. After the complete removal of the drain, it appears intact. Item 50-7050 lot 1513090 follow up: 1. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? A. No photo or sample available 2. How was treatment completed for customer? A. The patient underwent a respiratory endoscopy; the incident occurred during the removal of the drain. 3. Whether any leakage occurred? A. No 4. Where is the catheter located? A. Not specified, but the operation was a respiratory endoscopy. 5. What was the impact to the patient? A. A 2cm incision at the removal site, sutures, and follow-up chest x-rays were performed on the patient to ensure that all fragments had been removed. The patient is in a stable condition.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation:no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001513090 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The tensile and elongation testing results performed by the supplier were passing, no issues were identified. Based on the available information we are not able to identify a root cause at this time without knowing whether or not the catheter was removed using the steps per the instruction for use. Using forceps, dissect around the cuff to free it from the ingrowth. Ensure that the cuff is completely free within the tunnel. 6. Grasp the catheter in one hand and pull with a firm, constant pressure." Or by other means. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.